Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007 the patient presented with severe back pain, progressive in nature starting at the thoracic spines and going into the low back, right leg, and right thigh. The patient also reported some numbness down the front of the leg as well. Per the encounter notes the patient had a lot of kyphosis on (B)(6) 2007 the patient presented for a pre-op evaluation. The patient was fit with a l0631 brace. The patient presented with severe back and leg pain with numbness down front of the legs. The patient also reported suffering from depression even though they were taking paxil. The patient was prescribed a second antidepressant wellbutrin. Per the encounter notes the patient had a previous accident as a young person, was paralyzed for approx. One year and underwent a fusion for burst fracture. He was fused at approx. The t11 and t12 levels. The patient had a lot of kyphosis through that level. On (B)(6) 2007 the patient presented with low back pain, lower extremity radiculopathy, and previous fractured compression fracture of the t12 vertebral body with resulting kyphosis. The patient underwent surgery which consisted of posterior thoracic osteotomy; anterior corpectomy; and pedicle screw fixation t10 to l4 bilaterally and posterior spinal fusion t10 to l4 with autograft, allograft, and rhbmp-2/acs. No patient complications were noted. On (B)(6) 2007 the patient was discharged from hospital. On (B)(6) 2007, in a telephone encounter, the patient reported having trouble controlling the pain after the surgery. The patient was switched from hydromorphone to lortab. On (B)(6) 2007 the patient presented for a post op f/u complaining of muscle spasm in the arch of the foot. The patient was prescribed valium to help with the spasms. The patient's staples were removed. There was some space near the bottom of the surgical wound and the doctor was concerned about dehiscing. X-rays were reviewed and hardware looked good. On (B)(6) 2007, in a post op f/u, the doctors stated concern over the patient physical therapy regime feeling it was too aggressive for the type of surgery the patient had gone through. The doctor also voiced concern over the surgical scabs that the physical therapist had trimmed. Cultures were taken of the wounds. The patient wanted to start back to work however the doctor would not release the patient at that time. On (B)(6) 2008, approx. 3 mo post op, the patient presented with persistent back pain, some numbness radiating into legs, and new left lower extremity weakness. X-rays showed good bone growth and consolidation of the bone in the lateral gutters; instrumentation in good alignment and placement. Per the encounter notes, the doctor wanted to start weaning the patient off of narcotics. On (B)(6) 2008 the patient presented with improved pain symptoms but complained that they were restricted on what activities they could do. The patient reported experiencing occasional bolts of energy down the left leg to the knee. On (B)(6) 2008 the patient presented with a tremendous amount of back pain with radiating pain. On (B)(6) 2008 the patient presented with sharp central back pain and underwent a thoracic spine MRI which showed focal area of fluid signal intensity in the conus medullaris, most compatible with meylomalacia; post operative changes at t10 through upper lumbar spine, with evidence of prior t12 fracture; and no central spinal stenosis or cord compression. On (B)(6) 2008 the patient presented with low back pain particularly in the mid lumbar region. The patient underwent a lumbar spine MRI which showed interval surgery since prior lumbar spine MRI with pedicle screw and posterior fixation t10 through l4. There was improved kyphosis; small focal area of abnormal signal intensity in the conus medullaris unchanged compared with prior study, compatible with a focal area of meylomalacia or possibly small syrinx; and degenerative changes in the lumbar spine without focal herniation of stenosis. On (B)(6) 2008 the patient presented with significant pain. The patient had pain in the lower portion of the fusion and paraspinal tenderness in that area. A neurologic exam showed hyperreflexia in both lower extremities with diffusely guarded strength. X-rays showed the appearance of a solid fusion; no progressive neuralgic loss was noted. It was noted that ongoing pain would not be unexpected from a massive fusion... On (B)(6) 2008 the patient presented numbness on the bottom of the left foot (3 weeks). Per the encounter notes a MRI showed a fluid pocket in the lumbar spine. X-rays showed hardware in good position. Medications: gabapentin. On (B)(6) 2008 the patient presented with worsening leg pain, left > right. X-rays showed lucency around the l4 screws bilaterally. Hardware removal was discussed. A MRI showed no neural compression. On (B)(6) 2008 the patient presented with back and lower extremity pain with the preoperative diagnosis of pseudoarthrosis l3-4 at the bottom of a t10-l4 fusion. The patient underwent surgery for hardware removal of pedicle screw fixation system t10-l4 and revision lumbar laminectomy l3-4. Neurological monitoring with spinal cord monitoring was utilized throughout. Per the operative report "we explored the fusion mass. It was nice and solid from t10 down to l3. At the l3-4 level there was a pseudoarthrosis. This area had not been fully bone grafted. We opted to leave this as a motion segment. There was no anterior fixation. There was no damage to the facet joints posteriorly. We felt like this could be left as is, so we did not bone graft or reinstrument." No patient complications were noted. On (B)(6) 2008 the patient was discharged. Medications: oxycontin, percocet, valium, senokot, keflex. On (B)(6) 2008, approx. 2 weeks post op hardware removal, the patient presented with persistent leg pain. The patient reported that the stabbing back pain was gone since the hardware removal. X-rays reveal hardware in good position. On (B)(6) 2008 the patient presented with back pain and radiculopathy post op. The patient underwent a lumbar spine MRI which demonstrated removal of the trans pedicle screws since previous evaluation. There was preservation of alignment, patency and no significant central canal abnormal enhancement. There was mildly accentuated kyphosis at the t12 level without appreciable stenosis. Fusion was likely mature but osseous detail was not good. There was a small cyst like structure in the posterior right hepatic lobe retroperitoneum. Fluid collection posteriorly, inflammatory or infectious process could not be excluded. On (B)(6) 2008 the patient presented with persistent left foot pain. The foot was exquisitely tender to touch, red, and had minimal swelling. X-rays showed hardware was in good position with screws removed. An MRI demonstrated no evidence of impingement or clumping of roots. Diagnosis: probable complex regional pain syndrome (crps) of the left foot. On (B)(6) 2008 the patient presented with lower back and left leg pain. The patient reported having fallen within the past week and hitting their back. Since then, their pain had increased. X-rays showed no obvious damage or movement. On (B)(6) 2008 the patient underwent an evaluation for neurologic compromise of the lower extremities. Per the encounter notes the patient had sustained an t1 burst fracture at (B)(6). He sustained an injury to his lower spinal cord and had paralysis. He required a lumbar fusion but has had a notable kyphotic deformity over the years. He developed increasing mechanical back pain and in (B)(6) 2007 underwent a fusion from t10 to l4. In (B)(6) of this year he underwent removal of hardware. The patient reported left leg pain with a burning sensation of the left dorsal foot and lateral calf. An electrodiagnostic study was conducted with the following results: there was no evidence of ongoing lumbar radiculopathy .there was evidence of abnormal peroneal study which may have represented an old neurologic injury with resultant small amplitude. It was noted that at that point there did not seem to be anything surgical relating to the lumbar pain. The patient was switched from lyrica to neurotin. On (B)(6) 2009 the patient presented with chronic severe back pain and left lower extremity pain. The patient was reported to be fused form t10 to l4. The patient was on chronic opioid maintenance. Medications: lortab, methadone, relafen, ambien, toprol, plavix, tricor, and simvastin. On (B)(6) 2009 the patient presented with chronic back pain, hip and lower extremity pain. In the encounter notes it mentioned that no movement was made on a spinal stimulator trail due to the patient's recent heart-attack as well as anticoagulation. The patient also presented with depression secondary to physical decline. Medications: lortab and methadone, relafen, plavix, and ambien. On (B)(6) 2009 the patient presented for a spinal cord stimulator consultation. Per the encounter notes that patient had sustained a remote burst fracture at t11 when they were 17. After this the patient developed a progressive kyphosis and had recently been fused from t10 to l4. The patient's main complaint was ongoing severe almost incapacitating left lower extremity pain. It mentioned that the patient hardware had been removed and they were not responding to conservative therapies. As to the question of spinal cord stimulation it stated that no anesthesiologist was comfortable doing a trial with the patients fusion up to t10. On (B)(6) 2010 the patient presented with chronic back and lower left extremity pain. It was noted that the patient was on disability and had not worked since 2008. Medications: methadone and hydrocodone. Per the encounter notes a spinal cord stimulator was being discussed however there was some concern due to the level of the patient s fusion. On (B)(6) 2012, reportedly, the patient underwent a MRI which showed increased thoracolumbar kyphosis and chronic wedge compression fracture of l1 vertebral body. The patient had meylomalacia involving the conus medullaris with cord signal abnormality. On (B)(6) 2012 the patient presented with persistent left leg pain in the s1 nerve distribution; left leg weakness; difficulty with ambulation; and chronic pain medication use. Impression: l1 compression fracture within the fusion at l4-5, mild right neural foraminal stenosis with a posterior disc bulge and l4-l5 to l5-s1 mild to moderate arthrosis. Medication: medrol dosepak. On (B)(6) 2012, reportedly, the patient presented with some degeneration and mild to moderate facet arthrosis. The patient was considering a left s1 nerve root block. On (B)(6) 2013, reportedly, the patient presented after having fallen, with back pain mostly localized to left s1 joint. Per the encounter notes, in the past the patient had had rods removed from their back after one of them had broken. Lumbar spine x-rays showed marked degenerative change at l3-l4, l2-l3, and l1-l2; artificial disc in the t12-l1 in good position; and mild scoliosis. The patient received a left s1 joint injection. Tentative diagnosis: left sacroiliitis.

Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs on (B)(6) 2007. No additional information has been provided.